Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's reported highest blood glucose level was 598 mg/dl. He had been hospitalized due to a non-diabetes related incident. The customer stated that he inserted a new sensor and infusion set when he got home from the hospital. He called his health care provider who advised him to go back to the hospital. However, the customer refused. His blood glucose level later went down to 200 mg/dl and 180 mg/dl at bedtime. At the time of the call, his blood glucose level was 220 mg/dl and he received a calibration error. Troubleshooting occurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used enlite serter. Performed insertion test using anew lab enlite-sensor and rubber skin per specifications, serter passed enlite-serter connect/release properly.